Event description:
(B)(6) study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed successfully using a 31mm watchman flx laa closure device with delivery system (wds). The patient was discharged one day post index procedure on aspirin 81mg and rivaroxaban 20mg. Rivaroxaban was discontinued three months post procedure, (B)(6) 2022, but the patient remained taking aspirin 81mg. On (B)(6) 2021, 121 days post index procedure, the patient underwent a routine follow up of laa imaging and transesophageal echocardiogram (tee) assessment. A mobile, pedunculated thrombus was discovered on the atrial facing surface of the closure device. The thrombus had a maximum area of 1.3cm2. Upon discovery of the thrombus, the patient was prescribed rivaroxaban 20mg and continued taking aspirin 81mg. No patient complications were noted.

Manufacturer narrative:
B5: event description updated.

Event description:
Champion af study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed successfully using a 31mm watchman flx laa closure device with delivery system (wds). The patient was discharged one day post index procedure on aspirin 81mg and rivaroxaban 20mg. Rivaroxaban was discontinued three months post procedure, (B)(6) 2022, but the patient remained taking aspirin 81mg. On (B)(6) 2021, 121 days post index procedure, the patient underwent a routine follow up of laa imaging and transesophageal echocardiogram (tee) assessment. A mobile, pedunculated thrombus was discovered on the atrial facing surface of the closure device. The thrombus had a maximum area of 1.3cm2. Upon discovery of the thrombus, the patient was prescribed rivaroxaban 20mg and continued taking aspirin 81mg. No patient complications were noted. Previously it was reported that the thrombus on the atrial facing surface of the closure device measured 1.3cm2. It was further reported the size of the thrombus measured 0.4cm2.

Manufacturer narrative:
B5: event description updated.

Event description:
Champion af study. It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed successfully using a 31mm watchman flx laa closure device with delivery system (wds). The patient was discharged one day post index procedure on aspirin 81mg and rivaroxaban 20mg. Rivaroxaban was discontinued three months post procedure, (B)(6) 2022, but the patient remained taking aspirin 81mg. On (B)(6) 2021, 121 days post index procedure, the patient underwent a routine follow up of laa imaging and transesophageal echocardiogram (tee) assessment. A mobile, pedunculated thrombus was discovered on the atrial facing surface of the closure device. The thrombus had a maximum area of 1.3cm2. Upon discovery of the thrombus, the patient was prescribed rivaroxaban 20mg and continued taking aspirin 81mg. No patient complications were noted. Previously it was reported that the thrombus on the atrial facing surface of the closure device measured 1.3cm2. It was further reported the size of the thrombus measured 0.4cm2. It was further reported that on (B)(6) 2022 the patient underwent a tee assessment which revealed no presence of the thrombus and the physician considered the event resolved.